Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor applicator removal, sensor wire became detached from sensor pod. Patient's mother stated that the sensor wire fell into the patient's lap. At the time of the call with dexcom technical support, patient's mother reported no injuries or medical intervention. Dexcom has issued an rga for patient's mother to return the device to be investigated